Event description:
Additional information was received from the consumer. It was reported that the ins sometimes irritated the patient following weight loss. The patient wanted to have the ins explanted. It was also reported that the patient met with a manufacturer representative (rep) and they tried to restart the battery but was unsuccessful.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported stimulation stopped after he stepped on a pipe. The patient also noted that the patient programmer had not been able to function, that the programmer had some type of image appear, but he was not able to connect with the device. The patient had changed the programmer batteries with new alkaline. The patient had a follow-up appointment scheduled with this health care professional. Follow-up was being conducted to determine steps taken to resolve the reported issue. If received, a supplemental report will be submitted. Indication for use included non-malignant pain.